Manufacturer narrative:
Changed h11 from: according to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. To: according to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone. Lockdown. Cloud - omnipod 5 software app version. 3.1.1. Cloud - smartphone operating system. N5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware. N5004l. Cloud - cgm sensor type. G6.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia the patient's blood glucose levels reached over 250 mg/dl while wearing the pod. Symptoms reported include hyperglycemia, nausea and vomiting. Once at the hospital the patient was told they were going into diabetic ketoacidosis. The patient was treated with a manual shot of insulin. While in the hospital the patient tried charging their controller but it failed to hold a charge. The patient remains in the hospital at the time of this call.